Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). The rep checked the implant on (B)(6) 2018 and some electrodes had higher impedance values up to around 3,000 ohms. It was noted that the patient has not used their spinal cord stimulator (scs) for the last few years since they did not need the scs for pain relief. However, the patient was not feeling stimulation despite reprogramming and the stimulation being increased up to 10.5 volts. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-oct-17. The cause of the patient not feeling stimulation was undetermined. The cause of the high impedances was undetermined. No actions were taken to resolve their issues as the patient does not want to explore further. The patient¿s exact weight at the time of the event was unsure. There is no plan to return the device. This information was confirmed with the physician/account. No further complications were reported/are anticipated.